Event description:
Upon inserting the tibial trial, the insert cracked. Another trial was available and was used successfully. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
The results of the eval performed suggest that this event was attributed to misuse.